Event description:
On (B)(6) 2011, I had a total hysterectomy with bilateral salpingo-oophorectomy using the da vinci interface. I suffered a complete transection of the right distal ureter. Post op I developed a fistula with ureteral stricture. I had a surgical repair on (B)(6) 2011, which did not change the total urinary incontinence I suffered as a result of the initial surgery with the da vinci. The second surgery did not help and (B)(6) 2014, I had another repair. I am still suffering from severe incontinence.